Event description:
It was reported that the patient underwent surgery for deformity correction at t10-l2 with anterior rod-screw fixation. All bone screws/interbody were implanted and the rods were derotated to achieve proper correction. The surgeon then proceeded to provisionally tighten the setscrews. All setscrews on the most anterior rod tightened and broke off with no issues. When tightening in the most posterior rod the setscrews were stripping resulting in damaged threads of the setscrews and threads of the screw head. A second attempt was made with new setscrews while also using reduction instruments to ensure proper rod reduction and again the setscrew stripping occurred. All hardware on the posterior side was eventually removed and replaced with fixed angle 5.5 screws and the surgery was completed with no further issues. Complications added approximately 2 additional hours to surgery time. There were no patient complications associated with this event.

Manufacturer narrative:
A total of 14 4.5mm titanium break-off setscrews were returned to medtronic for evaluation. All break-off tabs remained intact indicating setscrews were not drive to or beyond break-off torque. Some setscrew threads exhibit signs of cross-threading; however most of the setscrews appear ok. No visible manufacturing issues were observed. Eight unique lots were involved with the returned product including: w06k0461,w06k0460, w06c2665, w06e3040, w06c2666, w05k3110, w07h1081, and w07f0332. All device history records were reviewed which found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.